Manufacturer narrative:
1038671-2023-02941. The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear, instability, and loosening could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2016. Approximately 4 years after the initial procedure the patient had a left knee revision on (B)(6) 2020 due to accelerated and preventable wear. However, during this procedure, the patient was re-implanted with a recalled truliant polyethylene tibial insert.